Event description:
During a phlebectomy, the tip of the vein hook was found to have broken off. The tip was stuck in the vein specimen that was removed from the pt. No harm to the pt occurred and the procedure was completed without incident.

Manufacturer narrative:
The device was returned and examined. Our inspection found that there are multiple divots on the remaining tip of the device, close to where the hook was, showing this phlebectomy hook has come in contact with hard objects on several occasions. We found that the hook of this instrument has broken off due to undue force, as evidenced by the divots on the remaining part of the hook, and we found this scanlan phlebectomy hook to be free from defects in materials or workmanship.